Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced poor quality of vision day and night. Clinical reason for explant was mentioned as sub-optimal vision and nighttime dysphotosia. The lens was explanted and implanted with company lens 2 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).